Event description:
Hyperglycemia: a woman from canada reported that she experienced hyperglycemia requiring hospitalization. Her husband believes the event was caused by the pen underdosing by two units at every injection. The woman is now recovered and is using humulin 70/30 insulin and syringes. No further info concerning the woman or the event is known.